Event description:
It was reported that the customer had high blood glucose. Customer was treated with a syringe and insulin. Customer mentioned getting lost sensor alerts. Customer stated the needle was kinked. The blood glucose reading was 503mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.